Event description:
I have worn proclear contact lenses for approximately 10 years, in all those years I have not had any issues until this (B)(6) 2011 and it has been a problem I have been dealing with since. In (B)(6), I put in a new set of lenses only to find that I could not see through my left contact lens, so I tried another lens and it was the same problem so I called my eye care doctor and was given 2 trial lens pairs to replace what I had used and they returned the unopened packages to coopervision for replacement. The contacts I received all had different lot #'s on them, the left lens I tried form the eye doctor trials that I was given worked with no problem, so I thought, the issue had been taken care of. It is now (B)(6) and I just returned more of my contacts today. I cannot see out of these lenses and I can feel the contact in my eye, it's been very frustrating....as I have older contact lenses that are in my possession and is the exact same prescription for the exact same company, my eye doctor and myself have come to conclude that these newer proclear lenses are defective. The lot numbers on these lenses are 9555303320 with an expiration of 02/2016 and 9557552520 with an expiration date of 09/2015. Dates of use: (B)(6) 2011.